Event description:
It was reported that the taperflex tubing on the venous line is larger in diameter than the taperflex tubing on the arterial line. The pack drawing shows this tubing as identical. This pack was primed and used on a pt. The pt had no adverse effect/complications due to the tubing variance and has since been weaned off support. The device was discarded by the facility. Related to MFR report #'s 2248146-2014-00050, -00052 and -00053.

Manufacturer narrative:
The device was not returned, therefore no eval can be performed. An investigation into this issue has been initiated. A f/u report will be submitted when the investigation is completed. (B)(4).